Event description:
It was reported that a patient experienced a myocardial infarction (mi) and fluid in the lungs coincident with peritoneal dialysis therapy, and the patient subsequently passed away. The fluid in the lungs was manifested by dyspnea. On the same day as the event onset, the patient was hospitalized for the event. The patient received a stent insertion as a treatment for the mi. Fourteen days after the event onset; the patient received cardiopulmonary resuscitation and died that same day. The cause of death was reported as mi and fluid in lungs; however it was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test and a short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.